Event description:
The user reported that during a computed tomography (CT) guided drainage catheter placement in the pleura space, the device broke and a segment was left in the patient. It was reported that when the device was being removed over the wire, it broke off just past the hub. The device segment remained on the wire. The guide wire and device fragment were left in the patient. The patient was already scheduled for a thoracic surgical procedure that same day. The device was removed during the thoracic surgery. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used device has been returned for evaluation. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The user returned the proximal portion of the catheter only. The distal section left in the patient was not returned. The returned section was examined visually. The catheter segment at the point of separation has a clean cut of the sheath tubing. No evidence of stretching present. The complaint is confirmed. Merit is unable to determine a root cause for the damaged device.